Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed their infusion set and cartridge, then resumed insulin delivery. Cts noted frequent occlusion issues and requested follow-up for additional assistance.